Manufacturer narrative:
Initial reporter city : (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified right superficial femoral artery. A non-boston scientific introducer sheath and guidewire was inserted and a 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. However, the balloon ruptured in a pinhole shape upon first inflation at 6 atmospheres for 10 seconds. The device was removed without any issue and the procedure was completed with a non-boston scientific balloon catheter. No complications were reported and the patient was in good condition after the procedure.